Event description:
It was reported that they received solid tones during the lap cholecystectomy procedure with the device. They were able to complete the case with another handpiece. No pt consequence was reported.